Event description:
The user facility reported that the battery pack of the device overheated during case preparation. There was no patient involvement or adverse consequences to the user.

Event description:
The user facility reported that the battery pack of the device overheated during case preparation. There was no patient involvement or adverse consequences to the user.